Event description:
The complainant alleged that during the facility's evaluation of the device, the medics were setting it up to monitor a pt (age and gender unknown), but although the device screen initially came on, it then went blank, and the device powered off. The medics immediately obtained their second device to monitor the pt. The complainant indicated that there was no adverse effect on the pt as a result of the reported malfunction.